Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within approximately three months post implant that the right atrial (ra) and right ventricular (rv) epicardial leads were dislodged. The rv lead also had an elevated threshold. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.